Manufacturer narrative:
(B)(4). Investigation summary: the analysis results showed that one ecr45w cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, while doctor used ecr45w to transact the hepatic vein, the staple did not form b shape at the preserve side, which caused bleeding. Doctor used suture to control the bleeding. There was no patient consequence.